Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Customer's blood glucose level was 120 mg/dl. The customer re-loaded the cartridge in attempt to resolve the issue; however, their blood glucose level rose to 350 mg/dl. Customer went to the emergency room with diabetic ketoacidosis and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin, and "oxygen breathing treatments". Customer declined troubleshooting with tandem technical support and declined to provide further information.